Event description:
Further follow-up revealed that the patient experienced a slight increase in seizures; however, the increase was not above the patient's pre-vns baseline frequency. Physician indicated that the increase in seizures was due to the suspected lead break. The patient underwent ncp system replacement. Both the pulse generator and bipolar lead were replaced. The explanting hospital soaked the explanted products in formalin following the explant procedure. Per hospital policy, products soaked in foramin cannot be shipped; therefore, the generator and lead will not be returned to device manufacturer for analysis.

Event description:
Reporter indicated that device diagnostic testing at office visit resluted in high lead impedance reading (dc-dc code 7 and limit) indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. Use of the magnet reportedly works well to abort patient's seizures; however, the patient does not cough when magnet mode stimulation is initiated. The patient is developmentally delayed and cannot verbalize whether or not patient feels device stimulation. No adverse event was reported in conjunction with the high lead impedance condition. Review of x-rays by treating neurologist did not reveal any obvious discontinuities in the ncp system. Treating neurologist plans to see the patient again to repeat device diagnostic testing and to forward the x-rays to manufacturer for further review of possible lead break or generator/lead connection problem. Additionally, the patient has been referred to neurosurgeon for further evaluation and revision surgery. Lead break is suspected.